Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this system. Block d4: expiration date is not applicable for this system. Blocks d6 & d7: not applicable for this system. Blocks h3 & h6: at the customer site, the ace board firmware was updated with no corrupt files found; however, the error was not resolved. Therefore, the ace board was replaced, and the system rebooted with no errors. The system passed functional testing and was returned to service. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in an emergent procedure. During use with an .014 ivus catheter, an error occurred and the unit went down; therefore, use of ivus was stopped. The procedure was completed with angio and competitor device. No patient injury reported. This product problem is being reported because the system could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.